Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was deployed to the proper location and then dislodged. There was no reported patient injury. Hemostasis was achieved by manual compression for 20 minutes. The mynx vascular closure device was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. Sheath introducer information was reported as unknown. Femoral artery suitability was verified by angiography or venography, including an insertion angle of 30¿45 degrees. The vessel diameter was greater than 5 mm, with no vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. The device was removed from the package with the black handle and green sheath together. The shuttle handle was not displaced, the sealant sleeve was not out of position, and the sealant was not exposed during preparation, removal from the package, or deployment. The advancer tube was held in place while removing the balloon from the access site. There was no shallow vessel depth. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was deployed to the proper location and then dislodged. There was no reported patient injury. Hemostasis was achieved by manual compression for 20 minutes. The mynx vascular closure device was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. Sheath introducer information was reported as unknown. Femoral artery suitability was verified by angiography or venography, including an insertion angle of 30¿45 degrees. The vessel diameter was greater than 5 mm, with no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium near the puncture site. The device was removed from the package with the black handle and green sheath together. The shuttle handle was not displaced, the sealant sleeve was not out of position, and the sealant was not exposed during preparation, removal from the package, or deployment. The advancer tube was held in place while removing the balloon from the access site. There was no shallow vessel depth. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was observed to be exposed near the shuttle tip, and the advancer tube was found in its manufactured position. The sealant sleeve was also observed in its manufactured position, while the balloon showed no abnormal conditions. No additional anomalies were observed during this visual analysis. A dimensional analysis was conducted to measure the distance between the shuttle tip and the inflated balloon. The measurement obtained was determined to be within specification. The measurement was taken using a calibrated ruler. Additionally, an evaluation of the advancer tube deployment mechanism was performed along with an inflation/deflation test of the balloon. During this evaluation, no anomalies were observed that could promote improper functioning of the unit. The reported event of ¿sealant-sealant dislodged¿ was not observed through analysis of the returned device since the sealant was exposed near the shuttle tip and the advancer tube was still in its manufactured position, indicating that deployment had not been initiated as reported. The exact cause of the issue experienced could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the sealant dislodgment event reported since the returned device did not match the event. It was reported that the sealant ¿was deployed to the proper location and then dislodged,¿ and that ¿the advancer tube was held in place while removing the balloon from the access site.¿ based on this description, this sealant dislodgment would have occurred during device removal, after deployment of the sealant and advancer tube on the shaft. Since the sealant was slightly exposed from the shuttle tip, the advancer tube was still in its manufactured position in the shuttle, and the sealant sleeve was still in its manufactured position on the shuttle, it is highly unlikely that this event occurred with this device. However, if a sealant dislodgement occurred with another device, the event can be attributed to the technique used during device removal after deployment or even possibly over-tamping of the advancer tube. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ¿open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract.¿ failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. The IFU also states, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.